Manufacturer narrative:
H.10: the clamp was received at the manufacturer site and investigated. Results confirmed that the root cause of the event was a defective microcontroller on the clamp board.

Event description:
See initial report

Manufacturer narrative:
H.10: the clamp was requested for a further and detailed investigation and it was not returned. The most likely root cause is a defective micro-controller on the clamp board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) was giving an error code associated to microcontroller during a procedure. Reportedly the clamp could no longer connect with the can-bus. There was no report of patient injury.